Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not accept the cartridges that were loaded onto the pump. Reportedly, the customer attempted to load five different cartridges and the pump did not accept any of them. There was no information provided regarding the customer's blood glucose level.